Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 142 mg/dl. The customer stated that the up arrow not responding. The customer was asked if recalls any significant events leading to the keypad issue and said nothing. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive up arrow button due to a flattened dome switch. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratches on the display window.